Event description:
It was reported "the arthroplasty was revised due to infection. The components were implanted in situ for .51 year. The acetabular and femoral components were revised. Medical records and x-rays were not provided to stryker for review. (Patient) age, weight, and height not available at this time."

Manufacturer narrative:
Neither the device nor additional information is available from the research facility. D4- catalog numbers and lot codes of other devices listed in this report: cat# 625-ot-36g lot# 15144101 description: ceramtec ceramic ins/sleeve trident g. Cat# 6565-0-136 lot # 14354101 description: alumina v40-femoral head 36mm, +0mm nk. Cat# 6021-0435 lot # 1313801 description: accolade (127 deg) accolade (127 deg). It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.